Manufacturer narrative:
Batch review performed on 19 january 2023: lot 2117765: (B)(4) items manufactured and released on 22-apr-2022. Expiration date: 2027-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision for femoral peri-prosthetic fracture, reason unknown. At 14 days after primary the surgeon revised the stem and head successfully.